Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector to a 5xx insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Reservoir not occluded.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Advised customer the issue might be an occluded reservoir. Advised customer to replace reservoir and set. Customer's blood glucose level was 398 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.